Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up out of range pace impedance measurements were noted when it comes to this implantable cardioverter defibrillator (ICD). The values were normal until (B)(6) 2017. The values when measured during the routine follow up were normal between the proximal coil and the device and out of range between the distal coil and the proximal coil as well as between the distal coil and device. A possible connection issue or a lead fracture was suspected. The lead is a competitor lead. The patient was hospitalized for a revision procedure. No adverse patient effects were reported. Additional information noted that the patient refused a revision. No further information was provided.